Event description:
During treatment of a 4.7mm lesion in the left superficial femoral artery (sfa) and popliteal artery lesion via the right common femoral artery, the jade pta balloon burst after two inflations to 12 atmospheres. A dissection was observed at the distal sfa and was treated with a stent. A replacement balloon was used to complete the procedure. Post treatment, angiographic imaging confirmed improvement with the dissection. The patient was stable.